Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # xl-200150, articulating bearing, lot # 481520, item # 00625006530, screws, lot # 63540358, item # 11-304014, femoral stem, lot # 282990, item #, 110010245, cup, lot # 6142122, item # 110024464, liner, lot # 553850. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-01917, 0001825034-2018-01918.

Event description:
It was reported that the patient underwent a revision surgery due to dislocation one month post implantation. The dual mobility components were dislocated, as the head was out of the liner. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The device was returned to the manufacturer for evaluation. Visual inspection on the head found scuffs and scratches in multiple locations. The rim, taper, and outer radius of the head all exhibit scuffing and scratching. Dimensional analysis was performed and were conforming to the print specifications. Evaluation on the bearing found the rim of the bearing to be gouged and deformed. Gouging and scratching was also observed on the outer radius of the bearing. No dimensional analysis will be performed due to the implanting and explanting of the bearing and its resulting damage. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to relay additional information.

Event description:
It was reported that a patient was being set up in bed at a care facility, when he felt immediate pain and deformity to the left hip. Subsequently, the patient underwent a closed reduction due to dislocation approximately one month post implantation. The dual mobility components were dislocated; the head was out of the liner. The patient then underwent a revision surgery due to dislocation one day post closed reduction. Attempts have been made, and no further information has been provided.